Event description:
It was reported that there was a shocking or jolting sensation. Stimulation was changing on its own and was shocking the patient. The patient set stimulation at 3.10. When the patient bent over she would get zapped and stimulation would increase to 6.70 which had been verified with the patient programmer. This had started 2 months prior to the date of this report. The patient turned therapy off on the date of this report because she was getting zapped the more activity she did; bending, twisting. While the patient was at (B)(4) she was shocked in the electronics area. The patient had degenerative disc disease and was afraid something was happening with her back that could have been causing the stimulation change. The patient had been unable to get into her healthcare professional to have anything checked. There had been a change in therapy. The patient was going to leave stimulation off until she was able to get it checked. Additional information received reported that it had only changed with mowing the grass. The patient was instructed how to check to be sure she was in the correct position and how to change it.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was getting shocking at the pocket site and it would bring her to a halt when she was walking, and the shocking radiated down. The patient also noticed that stimulation was increasing by itself and gave the example of it going from 3.5 volts to 6.7 volts. It was noted that adaptivestim had been activated, so the manufacturer¿s representative (rep) set up a new group and deactivated adaptivestim. The rep. Stated stimulation no longer jumped up by itself but the patient stated she still felt the shocking when palpating on the pocket site. Electrode impedances were checked and they all looked fine fewer than 1000 ohms, except for electrode eight was showing 1800. Group impedances were not checked. The rep. Noted that if stimulation was turned off the shocked stopped. The rep. Verified the patient was programmed on eight in both group a where the patient had the initial issue and group b that was set up on (B)(6). It was reviewed with the rep. That if medically appropriate they could try and program around it. The rep. Then noted that on 9, 10, 11, and 12 the patient was no longer feeling the jolting and would keep it there for now. When the patient left the office after reprogramming around electrode eight she was getting good coverage. She wasn¿t having any issues walking or when pressing on the battery site like she was previously. The patient was instructed to call if anything changed.